Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen would time off sooner than expected. Reportedly, the setting was set for 120 seconds. The customer declined to discuss the issue. There was no known impact to the customer's blood glucose. No additional information was provided regarding the reported event.